Event description:
It was reported that a granuloma was diagnosed in (B)(6) 2014, and they were weaning the patient¿s pump therapy. They underwent magnetic resonance imaging (MRI) of the thoracic spine with and without intravenous contrast, which showed an enhancing soft tissue mass at the tip of the catheter at t8-t9, which anteriorly compressed the cord and severely narrowed the residual cerebrospinal fluid (csf) space at that level. There was mild abnormal cord signal, consistent with myelomalacia and/or edema. Residual signal abnormality at t1-2 to the right of the cord with associated enhancement was likely due to residual of prior granuloma. [Please refer to manufacturer's report # 3004209178-2015-03778 for prior granuloma]. There was a mild mass effect on the cord which was mildly displaced to the left at that level. These findings were felt to represent interval development of granuloma. Since the prior study of the thoracic spine on (B)(6) 2013, there was residual susceptibility artifact and enhancement at the level of t1-t2 within the thecal sac to the right of the cord which may correspond to residual granuloma from the previous level of the tip of the catheter ((B)(6) 2013). The area of susceptibility measured approximately 6mm ap by 4mm transverse and mildly displaced the cord to the left. At t8-t9, adjacent to the distal portion of the intrathecal catheter, was a 6mm rounded focus of t2 hyperintensity with surrounding susceptibility and associated enhancement which caused local mass effect on the cord, displaced anteriorly. There was focal indentation of the posterior margin of the cord with mild abnormal cord signal likely due to mild myelomalacia and/or edema. The residual intracranial space anterior to this signal abnormality measured approximately 3mm ap, also due in part to a small disc bulge at this level. Again seen was exaggerated kyphotic curvature of the thoracic spine. Mild disc bulges were also seen at t6-t7 and t10-t11. Again seen were degenerative changes of the cervical spine on the locator sequence. The patient visited their healthcare provider on (B)(6) 2015. The patient continued to have shaking and withdrawal symptoms due to the dose decrease/weaning of the intrathecal medication. The last dose decrease was on (B)(6) 2015, at which time the dilaudid was decreased 1mcg/day, and the baclofen was decreased 7mcg/day to doses of dilaudid 1mg/day and baclofen 13mcg/day. The patient's pain persisted with the intrathecal dose decreases but she was reportedly most bothered by feeling shaky and nervous. The patient¿s pain intensity averaged 9/10 at that time. The patient was experiencing neck pain. If she moved her head wrong (up to the side) she felt a grating pain and ¿things would go grey¿. She also experienced a sharp pain, primarily in the back of the neck. The pain was all down her back, starting in the thoracic spine by the afternoon with tenderness and pain to the lower back all the time. The pain was solid all over; dull to sharp, which would worsen throughout the day. The low back pain was sharp and radiated to both legs, but more to the right. She also had muscles that would tighten up, with cramping and charley horse pain in her feet and right calf. There was shooting pain down her right leg, like her sciatic nerve pain. Telemetry was performed to reprogram the pump. Based upon the patient symptoms and the MRI results, the infusion rate was decreased to a total daily dose of 0.114ml/day. The pump was updated via telemetry. In addition the logs were read. The pump alarm date was (B)(6) 2015, but the patient should return to the clinic prior to that date for her next refill. The patient was to try periactin 4mg three times a day on schedule, and the patient was to be observed for 2 hours after the first was tried to watch for any adverse effects. The pump system was explanted on (B)(6) 2015 due to the granuloma. The pump system was being used to infuse dilaudid and baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was doing well on oral narcotics. The patient was seen by the healthcare professional (hcp) (B)(6) 2015 ¿also for part of fill.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n247807013, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. The pump ((B)(4)) was returned for analysis. Analysis of the pump found motor gear train anomalies of corrosion, wear, or lubrication and a stall due to shaft bearing. The catheter ((B)(4)) was also returned for analysis. Analysis of the catheter found coring, tearing, cuts in the seal of the sutureless connector but no leaks were seen in the lab.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n247807013, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).